Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Investigation summary: according to the received pictures the breakage of the tfna screw can be confirmed. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
All fragments were removed from the patient.

Manufacturer narrative:
510k: this report is for an unknown tfna screw/unknown lot. Part and lot number are unknown; UDI number is unknown. Partial part number 04.038.1xxs provided. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the patient was implanted with trochanteric fixation nail advanced (tfna) and hip screw on (B)(6) 2018, due to a hip fracture caused by a fall. Reportedly the patient fell again on an unknown date. On an unknown date, an x-ray demonstrated that the tfna screw had broken. The screw is thought to have broken during the patient¿s second fall. The screw broke near the end of the implant and not at the junction of the screw and nail. On (B)(6) 2018, the patient underwent removal of the nail and revision of implants to total hip arthroplasty. There was no surgical delay reported. The patient and surgical outcome are unknown. Concomitant device reported: tfna nail (part unknown, lot unknown, quantity 1); distal locking screw (part unknown, lot unknown, quantity unknown). This report is for an unknown tfna screw. This is report 1 of 1 for (B)(4).